Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass, they experienced insufficient co2 removal values while using the rx15 oxygenator. No known impact or consequence to pt. Product was not changed out. Procedure was completed successfully without delay.